Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and calcified left circumflex (lcx). The 3.00x24mm taxus express2 drug eluting stent (des) was advanced to the target lesion but was unable to cross the lesion. The device was removed from the patient and it was noticed that the stent was damaged. The procedure was completed with a 2.75mm taxus express2 des. No patient complications were reported with the patient's current condition listed as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing records for this batch found that the device met its material assembly and product specifications at the time of release to distribution. The most probable root cause of this complaint can be attributed to operational context.